Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during training, the autopulse platform (sn unknown) displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 18 (max take-up revolution exceeded). The customer attempted to troubleshoot the issue by replacing the lifeband and changing the battery pack. Ua18 was cleared, but fault code 16 persisted. No further information was provided. No patient involvement.

Manufacturer narrative:
The customer informed zoll that they have no plans to return the autopulse platform in the complaint for evaluation and have taken the platform out of service. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The customer reported that during training, the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 18 (max take-up revolution exceeded). The customer attempted to troubleshoot the issue by replacing the lifeband and changing the battery pack. Ua18 was cleared, but fault code 16 persisted. No further information was provided. No patient involvement.